Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6: component code: g07002 pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: this event was found before use, but the product was continued using by the doctor's judgement. No health damage has occurred afterwards.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was reported that there was a different diameter of needle (thinner) mixed in. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with five undispensed strands was received for analysis. During the visual inspection of the sample, no product code or lot number was noted, however the identification tab on the sot tray was observed indicating a vicryl plus, suture diameter 2-0, sales type ctb-2 and cr/8 which is a control release and requires eight strands per packet. A characterization was performed with the following results: the five needle combinations, sales type ctb-2, (blunt point), wire diameter 40 mils and ½ circle. The sutures belong to diameter 2-0 to vicryl sutures, multifilament¿, length 18¿, and violet color. According to result obtained during the investigation and product characterization, the reported complaint could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.